Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend jaws were not opening after sealing. The procedure was completed with no reported injury.